Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a crack in the soluset. The tubing set was being used to deliver an unspecified concentration of mtx, at a rate of 10 ml/hr, via a symbiq pump for a duration of 24 hours. The customer contact reported that 12 hours after the delivery was started, a lengthwise crack in the soluset of the tubing set was noted. It was reported that the soluset was not squeezed or refilled with medication prior to the crack being noted. The tubing set was replaced and the therapy was resumed. Although there was a potential for a leak, no leak was reported. There were no reported adverse patient effects and no reported delay in therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.